Event description:
It was reported to boston scientific corporation on december 17, 2009 that a hydratome rx device was used during an endoscopic retrograde cholangiopancreatography procedure performed on october 22, 2009 (male patient; 56 years and weight is unknown).according to the complainant, during preparation, the distal catheter of the tome was twisted in "s" shape out of the package. The procedure was completed with another hydratome rx device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed a reportable event based on the investigation results; the exposed cut wire was misaligned. Please see h10 for full investigation details.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.